Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during normal follow up, sensing, pacing threshold and pacing impedance were all out of range. During threshold testing, patient felt phrenic nerve stimulation. On (B)(6) 2013, an xray was performed and showed the rv lead had moved from its original position. An echo showed a minimal effusion which was classified as non significant. Electrical measurements were stable. Patient condition after the event was good. Lead remains implanted.